Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient, information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both of the patients leads had migrated and the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads and the ipg were explanted and replaced to address the issue.